Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was having issues with the sensor. During troubleshooting of the sensor customer mentioned she was attempting to calibrate with high blood glucose reading of 440 mg/dl and high. Customer declined troubleshooting for high blood glucose, so none was performed on the insulin pump. Customer is not returning the device for analysis.